Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation reproduced an error "e116." In addition, error e326 occurred. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e116" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5 and h6.

Event description:
Additional information was received from the initial reporter which confirmed the reported event (error code e116) occurred prior to a procedure. The device was not used for the patient¿s procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the error (e116) was not duplicated when the visera 4k uhd camera control unit was used in combination with an olympus camera head. Upon further investigation, it¿s likely the temporary error code (e116) occurred due to a graphics processing unit (gpu) failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.